Event description:
(B)(4). After getting the essure I started breaking out all the time. I had an enlarged gall bladder and a grape fruit size cyst on my pancreas. The cyst was drained and flipped and my gallbladder was removed. About a month later I was very ill again and in serious pain. Went to ER was told I had another grape fruit size cyst on my pancreas and sent me to a cancer doctor. They removed part of my pancreas along with my spleen. I had then recovered after 3 months and then was rushed to hospital for emergency bowl obstruction surgery. My periods then became very bad heavy and lasted for weeks and had horrible shoulder pain during my periods. I had gone to doctors numerous times and was just sent to dr. (B)(6) who told me I had endometriosis and needed a hysterectomy. I believe the nickel which I am allergic to and all the other side effects I was not told about affected my body in numerous ways and now it's finally out of me and hopefully will be some what healthy again.